Manufacturer narrative:
Continuation of d10: 5076-45 lead, implant date: (B)(6) 2008; evolutpro-26-us valve, implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and syncope. It was reported that the right ventricular (rv) lead exhibited a possible capture issue and dislodgment. The patient was doing some work on trees and lifting arms up repeatedly, the physician mentioned this could have lead to dislodgment. The patient reported that they "fell and crushed the lead." They reported that they thought their device was "defective." The rv lead was capped and replaced and the implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.